Manufacturer narrative:
(B)(4). Date sent: 10/21/2025. D4: batch # 320d31. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45w reload present. The reload was received partially fired 1/10. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The event described of difficult to open and would not reverse knife automatic could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 320d31, and no non-conformances were identified. Additional information recieved: how was the case completed? They opened another device was there a change in the procedure? No. 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Remained one day more in closed vigilance at intermediate care. Regarding "patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Anastomotic instable: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. 1. Please provide more details. 2. How was the case completed? Opened a new stapler. 3. Was there a change in the procedure? If yes, please explain. No. 4. Could you please clarify if there were any patient consequences? No. 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure, the device cut and stapled tissue but did not open. Blade retraction only posible by pulse firing the home button several times until were able to open the jaws. The surgery was not delayed. The anastomotic was instable and required intervention. Procedure completed successfully.